Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported the procedure was to treat a calcified and tortuous lesion in the mid right coronary artery (rca). Pre-dilatation was performed with a 2.0 x 18 mm balloon dilatation catheter (bdc). During deployment of the 3.5 x 48 mm xience xpedition a dissection occurred at the edge of the stent. The dissection was covered with another xience. There was no reported clinically significant delay in the procedure. No additional information was provided.